Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service (cs 064) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a call service issue.

Manufacturer narrative:
Follow-up #1: date of submission 11-nov-2019. Device evaluation: the device has been returned and evaluated by product analysis on 06-nov-2019 with the following findings: there are no call service 064 alarms in alarm history. A review of the black box indicated that the data from the event date was unavailable for review due to continued pump use. During testing, the pump successfully completed the rewind, load, and prime steps without any call service alarms, warnings or issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.